Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a shaft kink was noted when taking the mapping catheter out of the package. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter was returned and analyzed. Visual inspection of the reported mapping catheter 990063-015 lot number 215154992 showed shaft was broken 1.65 inches from the lemo connector, and the introducer proximal end was also broken. In conclusion, the reported shaft kink issue could not be assessed through product analysis. However, the reported mapping catheter failed the returned product inspection due to the broken shaft and damaged introducer. If information is provided in the future, a supplemental report will be issued.